Manufacturer narrative:
The pump was received with a partial display due to a faulty lcd driver. Unable to perform the self test, unexpected restart, operating currents, displacement, rewind, basic occlusion, occlusion, prime, off no power or excessive no delivery tests due to the partial display. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display screen is blank and has black dots all over the screen. The customer's blood glucose reading was 57 mg/dl at the time of incident and 100 mg/dl at the time of the call. Troubleshooting found that the display screen did not revert to normal before or after a battery change. The customer was advised that the device would be replaced and to return the product for analysis.